Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not stay in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the average air was reading -0.3 slpm. The rse then recommended replacing the flow sensor assembly. The rse provided the customer with the part number for the flow sensor assembly.